Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h6, h10. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported after 12 hours of intra-aortic balloon(iab) therapy, blood was found in the tubing. The balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after 12 hours of intra-aortic balloon(iab) therapy, blood was found in the tubing. The balloon was removed. There was no reported injury to the patient.